Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Patient was given IV antibiotics to address the issue. Patient is healed and stable. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported patient experienced a possible infection at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information reported infection at the ipg site was confirmed. Patient was given IV antibiotics to address the issue. Patient is healed and stable.